Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The reported failure could not be reproduced. According to the fse, the hospital cleaned the membrane of the expiratory cassette with the water. The reason for the reported failure is most likely due to moisture in expiratory cassette. The expiratory cassette is only a measuring device. Deviations in the expiratory cassette will be detected during pre-use check.

Event description:
It was reported that leakage was observed in the ventilator. There was no patient harm. Manufacturer ref. #: (B)(4).